Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified.. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. An olympus sales representative was able to clear the e226 scope communication error but unable to clear the e333 touch panel error. It was recommended that the customer send the device to olympus; however, the customer declined and stated that they will do so later. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that the video system center had an e226 scope communication error and an e333 touch panel error. It is unknown when the event occurred. There were no reports of patient harm.